Event description:
It was reported that the patient's pump was alarming but telemetry had not yet been performed. Further, the pump was refilled on (B)(6) 2013 with an expected alarm date of (B)(6) 2013. However, the pump started to alarm on (B)(6) 2013. The pump was interrogated which indicated that the reservoir was empty. It was discovered after reviewing the print report that the pump had not been updated at the refill. As a result, the physician now aspirated all of the drug, confirmed the accurate pump volume, injected the drug back in the pump, and reset the pump. No patient symptoms were reported. This device system delivered morphine, bupivacaine, baclofen, and dilaudid. It was later reported that the patient had then received effective therapy and was doing 'fine.'

Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8840, serial# unknown. (B)(4).